Event description:
It was reported that during a routine follow up, the physician had concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device recorded a battery depletion (bd) alert. The s-ICD device was noticed to have dropped battery longevity percentages going from 28% to 16% in about a month. The physician sent battery data to boston scientific technical services (ts) and requested analysis of the data. Ts reported results of the analysis confirmed device pbd. Ts recommended for a device replacement and a safety replacement window was provided. Subsequently, the device was explanted and replaced with a new device. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, the physician had concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device recorded a battery depletion (bd) alert. The s-ICD device was noticed to have dropped battery longevity percentages going from 28% to 16% in about a month. The physician sent battery data to boston scientific technical services (ts) and requested analysis of the data. Ts reported results of the analysis confirmed device pbd. Ts recommended for a device replacement and a safety replacement window was provided. A device replacement procedure is planned, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that during a routine follow up, the physician had concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device recorded a battery depletion (bd) alert. The s-ICD device was noticed to have dropped battery longevity percentages going from 28% to 16% in about a month. The physician sent battery data to boston scientific technical services (ts) and requested analysis of the data. Ts reported results of the analysis confirmed device pbd. Ts recommended for a device replacement and a safety replacement window was provided. Subsequently, the device was explanted and replaced with a new device. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.